Event description:
Information was received that reported a patient was hospitalized due to hypoglycemia. In 2007 at 10:24 am, her blood glucose tested 186, she programmed a 4 unit bolus and ate a bowl of fruit. Around 1 pm, she wasn't responding, and her husband called the paramedics-her blood glucose was 39 when they arrived. They gave her some dextrose and took her to the hospital. At the ER continued to give her an IV and stablized her blood glucose. The reporter states that off and on she has had completely random unexplained low blood glucose. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.